Event description:
A report was received that following the implant procedure the patient experienced swelling, "needle" stabbing sensation, numbness in hands and arms, bowel and bladder problems, and muscle spasms. The patient was explanted and the swelling resolved slightly. The muscle spasms became worse and the patient developed a tremor in his hand and arm. The swelling caused his skin to peel and crack. Prior to the patient's death, he developed worsening eyesight, double vision, and hallucinations.

Manufacturer narrative:
Date of event - 2010. Expiration date - n/I. Voluntary report no: (B)(4).